Manufacturer narrative:
Correction: a medtronic representative reported that the 3d images the site was attempting to transfer had the 'nav' tag. They were able to push the exam from the imaging system to the navigation system under a CT procedure. Additional information: unique device identification (UDI) provided. Device manufacture date provided.

Manufacturer narrative:
UDI not available for this system at time of filing. Manufacture date not available at time of filing. Onsite functional and visual examination was performed. No fault was found with the system. The system passed a system checkout. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0.

Event description:
Medtronic received information regarding a navigation system intraoperatively during a cervical spine procedure. It was reported that as the site took a spin the navigation system indicated the connection was lost. The site restarted the mobile viewing station (mvs) and took another spin, the scan never transferred. The manufacturer representative restarted the navigation system and attempted to manually push but it never got over to the system. The mobile viewing station (mvs) was restarted but they were never able to manually push. The site continued without the use of navigation. The radiological tech was the only one the room when the spins were taken. The surgical delay was noted to be less than one hour.